Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumers daughter in law reported on behalf of her father-in-law that following an intraocular lens (iol) implant procedure, one of the "wings" broke off the iol in his eye and the lens is now floating in and out of his vision. The consumer saw a few different specialists, one who claimed his previous detached retina was the cause of the iol becoming brittle. The doctor also stated that the gases used during the reattachment were more than likely the cause of the iol brittleness. The consumer reported in a follow up that following his iol implant procedure, his vision was clear. Six months following his procedure, he experienced a retina detachment. His physician told him that it could have been due to him having a high prescription/misshaped eye. He also reported he had floaters prior to his implant procedure. The consumer reported two months ago he woke up with blurry vision. His vision clears when he looks up, but is blurred when he looks down. He was informed that the upper strap of the lens broke and is sliding up and down. His physician sent him to an optometrist and was told that if glasses worked for him, then he could have the lens removed. He reported that the glasses gave him double vision initially, but is now ok.